Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the stent was difficult to reconstrain. This 8.0-21 carotid wallstent was selected for use during a carotid artery intervention procedure. The target lesion was straight and was not calcified. During the procedure, great resistance was noted when deploying the stent and only half the stent would deploy. The stent was reconstrained with great force and was removed completely. The procedure was completed using an alternate device. There were no patient complications as a result of this event.